Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display anomaly. The customer's blood glucose reading was unknown. The anomaly persisted after battery change. A replacement is being sent. The customer was asked to return the broken insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. No missing segments or partial display anomaly was noted. The insulin pump had a cracked battery tube threads and minor scratched display window.